Event description:
It is reported that a customer has issues regarding their sensor getting stuck and unable to replace them. The patient's blood glucose was at 196 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor may be bent or damaged. The customer was informed that the sensor needed to be replaced and was advised to discontinue use of the sensor. Two new sensors were shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.